Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a aaa .endoanchors were also implanted due to a aortic conical neck. It was reported the patient presented under three months later and the stent grafts were explanted the following day due to an infected graft. The physician noted there was pus surrounding the graft upon explant. The patient passed away on the same date. No cause of the infection or the patient death was provided.

Manufacturer narrative:
Additional information received; it was confirmed that the sales rep and implanting physician discussed the 30 day scan when it became available and that infection was not then noted as a concern. No additional implants were done during the an explant procedure. It is unknown if the endoanchors were also explanted. Product analysis conclusion: the reported infection and patient death could not be assessed on the pre-implant films provided; therefore, the cause of the events could not be determined. Procedural angiograms showing the implant of the devices or post - operative CT's were not received for a thorough analysis of the event. It was reported there were no signs of infection at the one month follow-up scan. The cause or source of the infection was not provided and it is unknown if the patient had co-morbidities that may have contributed to the reported infection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.